Manufacturer narrative:
Total device evaluation was performed. (Device received on 07-01-2016).

Manufacturer narrative:
Device not returned yet by customer. Supplemental report will be submitted after receipt and evaluation of device.

Event description:
Patient fell walking in a parking lot. Just walking around a car and fell down, was not carrying anything. Not sure what is wrong with the knee. What type of surface were they walking on: level surface. Date of fall: around (B)(6). Injury: tore achilles tendon on left side.